Event description:
Related manufacturer report number: 2017865-2022-06023. It was reported during in clinic follow up that the right ventricular pacing impedance was greater than 2000 ohms and loss of capture was observed due to increasing capture threshold. Diagnostic imaging did not identify a cause, so both the right ventricular lead and the implantable cardioverter defibrillator were explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found calcification covering the entire ring electrode which could have contributed to the rise in the pacing impedance and loss of capture observed in the field. External insulation abrasion was found consistent with friction to the device can. The steroid plug was also noted to be shifted towards the distal end of the helix. The impedance test could not be performed due to the lead was returned incomplete and in two pieces which is consistent with procedural damage.